Event description:
It was reported via repair work order that the brakes would not remain engaged due to worn casters, damaged brake cam and missing brake snap ring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.